Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of gel stent blockage and incorrect placement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and device status has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient had a xen®45 gts implanted ab - externo. It was noted the ¿internal end was in iris and attempts were made to withdraw to improve flow and laser the surrounding iris¿ which were unsuccessful. Patient instead went on to have xen removed. A baerveldt tube was then placed and patient experienced events of a massive choroidal hemorrhage due to a coughing episode and an aquesous leak due to the baerveldt wound. The baerveldt was ultimately removed and intraocular pressure increased again. Enucleation then occurred.